Event description:
Procedure: gastrectomy. According to the reporter: a nurse had confirmed no problem in the sulu after setting on idrive handle. A surgeon tried to fire the tissue but found the jaw could not be closed and it could not be used on patient. New sulu was opened to complete the case with no problem. No patient harm. The patient current status is reported as good. Operating time was not extended. No information is provided for the idrive at this time. Unknown if reinforcement material was used in conjunction with the stapling device. No unanticipated. No tissue damage. No blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).